Event description:
Initial reporter indicated the pt would have had revision surgery. Further info was attained from the site that the pt was developmentally delayed and had a repetitive motion of hitting herself in the left upper chest over the generator site. They were also reported to be having an increase in seizures over their usual rate. High impedance was additionally reported against the lead. There was a concern the pt may have a lead issue. The site reported reviewing films that showed a likely lead issue near the generator. The pt underwent full revision surgery and the explanted products are at manufacturer pending completion of product analysis. Device malfunction is suspected against the lead.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.